Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the left breast prosthesis was diagnosed by physical examination. As a result, the patient underwent bilateral removal and replacement with non-mentor breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 4/22/2018, mentor became aware that the correct date of explantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).